Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that when he got off the plane, he relied on the sensor due to not having the meter with him and he would bolus and it would not change anything. The customer stated that 2 of the 3 sensors failed on him. The customer stated that he changed everything out and started with new equipment. The customer stated that there were no alarms on his pump during the flight. The customer stated that everything just did not work. The customer stated that the pump might have froze up.